Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was a segmentation fault while performing the flash memory test. In addition, there was an md5 failure when reprogramming the flash memory. Destructive testing revealed solder pad cratering within the board laminate at flash bga components u102 and u105. In addition, there was separation between the copper pad and the laminate of the flash bga components u102 (pin a25) and u105 (pin a23). The cause of the inability to power on is the separation between the copper pad and the laminate of the bga components. The root cause of the pad cratering and separation cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the monitor would not power on. The patient was issued a replacement monitor.